Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. If additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "when the surgeon was opening the blister pack, he noticed that there were some scratches on the series 7000 standard tibia. However, he implanted it because they have no spare products."